Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level (bg) of 44 mg/dl. Reportedly, customer initiated a bolus they didn¿t need. Reportedly, customer attempted to self-treat by consuming carbohydrates; however required assistance from their spouse by providing juice and peanut butter crackers. Tandem technical support conducted systems check and the pump was functioning as intended.